Event description:
The event is reported as: complaint alleges: sterility was compromised, because the peel pack was not completely sealed. No pt injury reported.

Manufacturer narrative:
DHR investigation did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, the MFR will continue to monitor and trend relating complaints.